Event description:
The complainant is a firefighter. They indicated that they responded to an unresponsive insulin dependent diabetic. They stated that they performed two blood glucose measurements using the glucometer elite system with results of 243 and 283mg/dl. A competitive method gave a result of 30mg/dl. The time difference between readings was negligible. While on the phone it was learned that the customer did not have a check strip nor any control solution within expiry dating. A result was made to return the entire system for eval.